Event description:
Additional information was received that this device was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) with a battery voltage of 2.58 volts and a charge time measurement of 32 seconds. Technical services was consulted and discussed that the device will only have maximum energy shocks available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.